Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4).

Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle pull off occurred during the procedure. The occurrence did not require a reintervention and no fragments remained in the patient¿s mouth.